Event description:
Boston scientific received information that patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had endured syncope. The patient was seen in the emergency room for a device interrogation. It was reported that the non-boston scientific atrial lead had no capture at maximum outputs. The right and left ventricular leads were fine. The device was reprogrammed to vvi and the patient was being referred back the their following physician for a follow-up. No further patient effects were reported.

Manufacturer narrative:
Initial investigation is completed. The representative noted that they would provide further details upon notice of the patient's follow-up. Should additional information become available this event will be updated.